Event description:
Hello, I am very disappointed with the quality of gum brand kids toothbrushes. My child¿s toothbrush has bristles falling out again. I have taken a photo and will send it here so you can see the quality of the product. This is very concerning as this is toothbrushes for kids. I have had this happen with this brand before. I was hoping that the quality would be improving so I tried your product again but it has not. Please let me know what you are going to do about your defective products. Thank you for making this right and sending several tooth brushes to try so we can ensure quality in your products again. I don't have the package anymore. But I still have the damaged toothbrush I can send back. There were no injuries but this is concerning as it¿s a children products being used on a 2 year old.